Event description:
A zoll distributor returned electrode belt (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the j702 connector, which pulled the connector off of the distribution node (dn) pca. The cause for the communication failure was isolated to the damaged j702 connector. The root cause was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.